Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the connection point where the rd patient cable plugs into the rd sensor is "weighted" heavy enough that the customer feels the sensor will tend to pull away and cause measurement drop outs. Customer states that there is no alarming when the measurement drop out occurs. No known impact or consequence to patient.